Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography, the retrieval basket with the bile stone became stuck in the pt. The emergency handle was used to cut the basket wires with no success. A non-olympus dilation balloon was used to dilate the papilla to allow the basket to be removed from the bile duct. There was no pt injury reported. Olympus followed up with the user facility to obtain additional information with no results.

Manufacturer narrative:
The device was not returned olympus for evaluation as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.